Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this investigation. Review of the submitted log files confirmed low flow alarms; however, a specific cause for the low flow alarms could not conclusively be determined through this investigation. The controller event log file contained events from (B)(6) 2026 through (B)(6) 2026, per the timestamps. The log file captured several low flow alarms in the setting of elevated pulsatility index (pi), as well as numerous low flow fault flags that were not sustained long enough to activate a low flow alarm. The log file also contained numerous pi events. No other notable alarms were captured, and the pump appeared to function as intended throughout the log file. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. He current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. D is currently available. Section 1 of the IFU provides an explanation of each of the pump parameters, including pump flow. Section 4, ¿heartmate touch¿ communication system¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU also cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted with frequent low flow alarms. Computed tomography angiography (cta) showed proximal stenosis of proximal outflow graft. Vital signs stable (vss) were stable at present. Log files were sent for review. Review of the event log file captured low flow alarms as well as brief low flow estimates when the pulsatility index (pi) was elevated starting on (B)(6) 2026 from 7:25 pm to 8:49 pm. The estimated flow briefly fluctuated below 2.5 lpm threshold. Most of these events were brief and didn¿t generate the alarms (less than 10 seconds to trigger the alarms). The estimated flows were averaging from 2 to 2.4 lpm and pi averaging from 11 to 13.2 during these events. There were no unusual rotor faults, or any other abnormal pump faults seen in the event log file. There did not appear to be any type of external mechanical circulatory support (mcs) equipment issues causing the events. There were no notable alarm conditions or parameter changes seen in log file. Based on log file review, the mcs equipment was operating as intended electronically and mechanically. Additional log files from (B)(6) 2026 were sent after the site increased the left ventricular assist device speed. It was noted the patient likely had an outflow obstruction. No unusual event's were noted in the log files and the ventricular assist device (vad) parameters appeared stable. It was later reported the patient's flow improved with increased speed. Additional log file was requested which revealed unusual events.